Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for an unspecified reason. No adverse patient symptoms were reported. Subsequently, the device was retrieved from archive for further analysis testing.